Event description:
Device malfunction: posterior foot breakage. Time of malfunction: unk. Symptoms/ae: none. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, hemostasis was achieved with manual compression. There were no reported patient sequelae. The device was found in the or supply room with no info provided other than "unk failure". During device evaluation in 2007, a posterior foot break was found. Though requested, no add'l info was available.

Manufacturer narrative:
Evaluation of the returned device found a posterior foot break. It was not possible to determine the root cause based on the investigation findings. No malfunction was detected. Review of the device history record for this lot did not produce any findings relevant to this investigation.